Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. The stm stated that at arrival for pm at the facility, a note was on the unit indicating that it had an "air leak". The stm performed a complete pm and calibration; all functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that an air leak occurred on a cs300 intra-aortic balloon pump (iabp). It is unknown under which circumstances this event occurred or if there was any patient involvement; however there was no adverse event reported.